Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.